Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that host pc not booting. Review of the log file didn't confirm the reported malfunction directly but indirectly it indicates something malfunction related to host pc. Upon troubleshooting fse found actual cause of the issue was internal error in communication with the ippc so that reason host pc does not boot up. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. Fse replaced the host pc, hard disk spare part, reinstalling software and reconfiguring the entire system to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's host computer was not booting as expected. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.